Event description:
It was reported that the physician mentioned that several years ago, while working at a different hospital, he had a patient who presented with in-stent restenosis of a promus stent. He could not remember any details after that. So it is unclear how the stenosis has been treated or how long it appeared after the device placement. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of implant estimated as (B)(6) 2010. There was no reported product deficiency and the product was not returned. The reported patient effect of restenosis, as listed in the promus everolimus eluting coronary stent system instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.